Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2: foreign (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during the surgery, the connection of the tip to the hand piece was too loose, so the tip was not fixed. The tip disassembled from the device and fell into the patient during the procedure. The tip was retrieved from the patient. Due diligence is complete. No additional information is available.